Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2019-00882. Device 2 of 3. Reference MFR. Report# 3006705815-2019-00883. It was reported the patient experienced ineffective stimulation. Reprogramming and troubleshooting was tried to no avail. In turn, the patient underwent surgical intervention wherein the scs system was explanted.